Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving compounded baclofen (400.0 mcg/ml at 249.93 mcg/day), bupivacaine (40.0 mg/ml at 24.993 mg/day), dilaudid (hydromorphone) (8.0 mg/ml at 4.9985 mg/day), and clonidine (300.0 mcg/ml at 187.44 mcg/day) via an implantable pump for malignant pain. On (B)(6) 2016, the patient reported feeling ¿overmedicated¿ following a recent intrathecal dose increase. Specific symptoms were not documented. The clinical diagnosis was intrathecal medication side effects. The pump was reprogrammed the same date. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event was related to the drug. The drug action that caused the event was an increase in the dose. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.